Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. However, based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported the sds was advanced to the lesion before it was noted the stent was missing. It should be noted that the instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement.

Event description:
It was reported that after the stent delivery system was advanced into the lesion in the left circumflex, on angiography it was observed that there was no stent on the stent delivery system (sds) balloon. The sds was retracted from the patient. The stent implant was found located on the back table inside the yellow protective sheath. Another xience v was used to complete the case successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.